Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) nausea, sickness and high blood glucose (bg) levels of 33 mmol/l (594 mg/dl) while wearing the pod on the leg. No information was provided on the type of treatment given at the hospital.